Event description:
It was reported that the "right side overlay and battery cover was cracked". Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a1, b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email and attached to complaint object: no patient was harmed. The cracked side was seen upon inspection.

Manufacturer narrative:
One device was returned for analysis. Visual evaluation confirms customer?s complaint. Damaged front panel and battery cover. The cause of this event was mishandled by customer. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections ., please direct those to the following: (B)(6) . Full UDI number: (B)(4).

Manufacturer narrative:
D4: UDI updated. **UDI related data quality updates only**.